Event description:
In january 2006, a clinical incident involving an reflex ultra 45 ent wand was reported to arthrocare corporation. Following a turbinate procedure, tissue surrounding the turbinates was reported to have sloughed off exposing bone and the patient reported postoperative pain. Antibiotics were prescribed and the patient is irrigating the nasal surgical area twice a day. It was reported there has been improvement in the patient's condition and the hospital continues to monitor the patient's condition.